Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
User facility reported a device (lot number not confirmed) was placed in use with patient during a surgical operation. According to reporter, during the operation the tube shaft became kinked and exchange of the tube was required to continue ventilation. User facility reported this event occurred during week of 8 february. No adverse effects to patients were reported.